Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-13333. It was reported that the patient presented for explant of two right ventricular leads due to infection of unknown etiology. It was noted that one lead had previously been capped for an unspecified reason. Both the active and inactive leads were explanted. There were no further complications reported.